Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 24 days after the dental implant was installed in intraoral region #7 it was verified its non- osseointegration. Forty-five n.cm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/ quantity (bone type IV) and bone graft was executed.